Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The device involved in this MDR report is not approved in the u.s.; however, it is similar to the symphony, rhapsody models approved (B)(4). In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), sorin crm (formerly ela medical) is filing this MDR at this time. Evaluation method: since the device remains implanted, the programmer files were reviewed.

Event description:
Reportedly, bad telemetry was observed during routine follow ups of symphony/rhapsody pacemakers. After complete reboot of the programmer, normal operation was observed. Events involving other units are reported under MDR# 9610579-2010-00463, 9610579-2010-00479, 9610579-2010-00480, 9610579-2010-00481 & 9610579-2010-00482.